Manufacturer narrative:
Based on the available information, the cause of the patient was diagnosed with a ¿strangulated bowel due to a ¿trocar site hernia¿ 48 hours after undergone a ¿robot-assisted radical prostatectomy followed by an ¿emergency exploration surgical procedure performed and intestine resected was unable to be determined. There was no report or allegation of a deficiency of the da vinci system, instrumentation or accessories associated with the reported incident. Therefore, there are no products expected for return to intuitive surgical, inc. (Isi) for failure analysis evaluation. While the system and event date are unknown at this time, a site history review was conducted on (B)(6) 2021 and did not show any additional complaints related to this event by unique word search. A review of the system and instrument logs was not possible. While there are currently two known systems at this site, sk1580 and sk3697, further log review is not possible due to lack of system and instrument detail as well as the event/procedure date. No image or video clip for the reported event was submitted to isi for review. This event is being reported due to the following conclusion: available information provided from the clinical journal article does not have enough information on the reported incident to determine if the isi system, instrument, or accessory have caused or contributed to the adverse event. At this time, the cause of the referenced adverse event is unknown. Should additional information become available, a supplemental MDR will be filed. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section d4 is not applicable. Field d6 is not applicable because the product is not implantable. Information for the blank fields in section is not available. Fields are not applicable. Field is blank because insufficient product information was provided in order to obtain the date of manufacture.

Event description:
On (B)(6) 2021, intuitive surgical, inc. Became aware of a iju case reports article titled, ¿trocar site hernia resulting in intestinal necrosis 48 hours after robot-assisted radical prostatectomy¿ (iwatsuki, s., hamamoto, s., et al., 2021). Within the journal article, an operative complication involving a da vinci surgical procedure was noted: the clinical journal article which cited that a (B)(6) patient had undergone a ¿robot-assisted¿ radical prostatectomy. The article reported that there was a brief dislodgement of a third party 12-mm airseal® trocar¿. Forty-eight (48) hours after the procedure, diagnostic testing revealed an intestinal prolapse at the 12-mm airseal® trocar site. The patient was diagnosed with a ¿strangulated bowel due to a trocar site hernia. An emergency exploration¿ surgical procedure was performed where intestine was resected, and an end-to-end anastomosis was performed. Intuitive surgical, inc. (Isi) has reached out to the author to obtain additional information, but despite the attempt there was no response received as of the date of this report. There is no allegation or evidence that a malfunction of the isi system, instrument, or accessory occurred during the surgical procedure that might have caused or contributed to this adverse event. The cause of the reported incident and the patient¿s outcome are unknown at this time.